Manufacturer narrative:
Device: touch screen & function keys frozen. Viasys technical support has attempted to contact someone at the user facility in order make arrangements to have a viasys field service rep. Evaluate the device as of this date they have not been successful.

Event description:
Event desc: pt desaturated to the 40's and then bagged by respiratory therapy. Saturations did not improve. End-tidal adaptor used and did not change color. Ett (endotracheal tube) pulled and then pt was bag-mask ventilated. Pt was successfully intubated after three failed attempts. Meanwhile, ventilator remained cycling. An attempt was made to place the ventilator on standby. The touch screen and all function keys were frozen. The ventilator was then turned off by power switch and turned back on to resume settings; working appropriately. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.